Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The embolectomy fogarty catheter was received for evaluation. The report of balloon damaged was confirmed. As received, the balloon was found to be ruptured in the middle area and the edges of latex did not match at the ruptured region. On the other hand, through lumen was patent without any leakage or occlusion, and no other visible damage or abnormality was observed from catheter body or windings. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.". Based on further engineering investigation, a root cause could not be determined. As part of the manufacturing process all the units go through balloon and winding inspection process performed as per internal procedures. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of this embolectomy fogarty catheter was damaged. The device was received for evaluation. The balloon was ruptured in the middle area and the edges of latex did not match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.